Event description:
During an angioplasty procedure of the left common iliac artery, this balloon ruptured at below normal pressure when inflated with an indeflator. The patient is a male. The vessel had severe calcification, no tortuousity and 100% stenosis. The product was properly inspected and prepped prior to use. The physician approached the lesion from the right femoral artery. The product was advanced to the lesion over the guidewire, and the balloon was inflated using an indeflator. It is unknown if there was any difficulty crossing the lesion with the guidewire or the balloon. Upon inflation, the balloon ruptured at below nominal. Therefore, it was withdrawn out of the pt's body, and another balloon was used to successfully complete the procedure. There was no reported adverse consequence to the patient.

Manufacturer narrative:
The product is available for evaluation and testing; however, it has not been received to date (which is indicated as "other"). Additional information will be submitted within 30 days of receipt.